Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, yes. Returned to manufacturer on, 09/09/2019. Device returned to manufacturer: yes. Device evaluation: the product was received within a plastic resealable biohazard specimen bag and wrapped in medical dressing. A visual inspection of the lens showed traces of blood. The lens was received cut into multiple pieces, most probably to aid in explant, with the pieces stuck to the medical dressing. The condition of the return is consistent with a lens that was cut from the eye. Based on the condition of the return, further analysis is not possible. The complaint event could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown. Date of event: unknown. Best estimate is between (B)(6) 2019 to (B)(6) 2019. (B)(4), attempts were made to obtain missing information; however, to date, no response has been received.

Event description:
It was reported that a zct150 lens 26.5 diopter lens was explanted from the patient's right eye as the patient requested to see farther away. No more information was provided.